Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with sensor readings in the 70s mg/dl and the device providing low alerts; the user temporarily disconnected but later reconnected after education on dosing behavior, and treated with soda and crackers to raise glucose. Symptoms included feeling okay without neuroglycopenic signs. Outcomes included no need for outside assistance, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education on appropriate correction and device connection during recovery from earlier hyperglycemia. Investigation of this case revealed no device malfunction and no component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.